Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6148641. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode. However, CAPA (B)(4) has been initiated for patient end needle brakes. (B)(4).

Event description:
It was reported a growth hormone was injected into a (B)(6) boy with a bd micro-fine¿ insulin pen needle 31g x 5mm. The injection was to the patient's abdomen and was given by his mother. The needle broke off in the patient injection site upon removal. The patient was sent to (B)(6) hospital where he received an x-ray and a surgery was performed to remove the broken needle.